Event description:
It was reported when using the bd vacutainer® serum blood collection tubes reported by the customer that reports condensation/moisture inside the tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that reports condensation/moisture inside the tubes. Lot #s 2139033, 2348951, 3170988.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2139033. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2022-05-19. D.4. Medical device lot #: 2348951. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2022-12-14. D.4. Medical device lot #: 3170988. D.4. Medical device expiration date: 2025-06-30. H.4. Device manufacture date: 2023-06-19.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 15-aug-2023. H6: investigation summary: material #: 367820. Lot/batch #: 2139033, 2348951, 3170988. Bd received a total of 30 samples (10 from each lot) for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter/condensation with the incident lot was not observed. Additionally, 30 retention samples from bd inventory from each lot were evaluated by visual examination and no issues were observed relating to foreign matter/condensation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes reported by the customer that reports condensation/moisture inside the tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that reports condensation/moisture inside the tubes. Lot #s 2139033, 2348951, 3170988.